Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was trying to charge their implanted neurostimulator yesterday, but the recharger was just doing a running light thing and wouldn't stop. Patient stated that the green battery lights had been scrolling for almost 24 hour. Patient stated they thought the recharger would run out of juice, but it hadn't. Patient said they tried hard resetting the device, pressing the switch recharger prompt, and redocking the device, but troubleshooting did not resolve the issue. Patient confirmed the dock was in working condition and the prongs were clean. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed that the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.